Event description:
It was reported that during a pt transport, the pt de-saturated and became combative and non-compliant. The ventilator was disconnected, gave error code 44, and then turned off/lost power. The pt was manually ventilated and taken to the closest hospital.

Manufacturer narrative:
Na